Event description:
It was reported that the device was explanted and replaced due to suspected premature battery depletion. Upon explant, bumps on the device were noted. The patient was in good condition post-procedure. The device will not be returned for analysis.

Manufacturer narrative:
.